Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the healthcare professional (hcp) was unable to place the right-side lead in the initial surgery in 2014 because of the structural changes due to the failure of their fusion. Since then, according to x-rays, the patient has had changes in their back again. The patient mentioned they had scoliosis in their back. The hcp hoped in (B)(6) 2016 they would obtain coverage in the patient¿s back. The revision did not resolve the pain on the right side. The hcp could not accomplish placement again. The patient stated somehow it seems when they change positions, when they are laying on their back they can feel it on their right lower back and pelvic area. The patient reported the revision had helped slightly. The patient did not know if they replaced the lead or if they re-oriented it. The patient reported that some people say when they see their x-rays or MRI say, ¿in layman¿s terms, your back is a mess.¿ the patient was thankful for any relief they can obtain. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had an ins replacement on (B)(6) 2016. The caller then stated conflicting information and said they did not replace the ins and only replaced the leads. The patient stated they knew that the doctors tried to reposition the ins to put in a different set of lead wires. The patient stated when they had their original surgery, they were only able to put in one set of lead wires on their left side. The patient stated they were unable to place them on their right side. The patient stated the surgery in 2016 was to get a different approach to help control more of the pain on their right side. The caller mentioned they had back surgery prior to the device in 2002 that screwed everything up in their back. The patient said they were able to adjust it, but they were still not able to get the second lead in. No further complications were reported.